Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with missing seal (lining) on the bottom case and cracked right plunger case and a visible contamination. During analysis, the reported issue was able to be duplicated. It was noted that uploading information (software and configuration) using power point process was not possible. Normal wear was noted to be the cause of the reported issue. Service replaced the interconnect board, uploaded software and configuration to correct the reported issue. Power up process and device passed all the functional test. Service also cleaned, greased; calibrated device and performed all functional tests which passed. Based on the evidence, the complaint was confirmed, and no fault was found, the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump shut down. No adverse effects were reported.